Event description:
It was reported that pump battery was depleting too fast and did not hold charge. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from Technical Support, so CTS was unable to confirm battery depletion allegation and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 15 Pro / 2.9.1 / iOS 26.1.